Event description:
The customer initially performed compatibility/crossmatch testing on the provue in (B) (6) 2009, during provue validation testing. Negative/compatible results were obtained although the expected results should have been incompatible. Additional testing performed in tube method showed positive/incompatible reactivity at immediate spin. Customer performed testing in manual gel test and obtained identical results as the provue instrument. Testing for immediate spin crossmatch was performed using mts buffered gel card lot # 081508004-02; ahg crossmatch testing was performed using mts anti-igg card lot # 013009001-11. No erroneous results were reported. False negative crossmatch results may lead to the transfusion of incompatible blood.

Manufacturer narrative:
The customer performed additional testing in (B) (6) 2009, on the provue using various blood groups and obtained acceptable results. The same lot of gel cards that was used in (B) (6), in the manual gel testing, was used on the provue. This complaint is also reported under medwatch MFR #s 1056600-2009-00126 for the provue (B) (4) and MFR #s 1056600-2009-00128 for the mts buffered gel card lot # 081508004-02. (B) (4).